Manufacturer narrative:
This report is submitted on 14 july 2020.

Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the device as explanted on (B)(6) 2020, due to a tip fold-over of the electrode array during initial implantation. The patient was reimplanted with another cochlear device during the same surgery.